Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was stated that the patient line disconnected from the transfer set. This occurred during drain one of four. The patient will set up with all new supplies to finish peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.